Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 around 5 am for a high blood glucose level of 44 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and rewinding the insulin pump. The customer mentioned that they may have pneumonia. The customer was advised to monitor their insulin pump and to call back if they had any issues with their insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.